Event description:
The customer reported being in the hospital for a heart surgery, and not diabetes related. The blood glucose reading at time of the call was 563mg/dl. The customer stated that he was under a fluoroscope for two days, and he started having high blood glucose. The blood glucose was treated with injections giving by the nurses. Troubleshooting was performed, and the daily totals did not match. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.